Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no alarms or blank display was noted. However, intermittent button response due to flattened button dome switches. No button restart was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reports that after battery change and after a bolus delivery, she woke up and had a blank screen display. Customer states that insulin pump continued to reset itself and she received a battery out limit alarm as well. Customer's blood glucose was 418 mg/dl, which was treated with manual injection. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting customer advised that display screen did not return, but was already up due to it resetting itself. Customer was advised that battery cap would be sent as a courtesy. Customer requested to have insulin pump replaced and customer did not feel comfortable with monitoring pump. Insulin pump would be replaced. No further information provided.